Manufacturer narrative:
(B)(4). Method, results, conclusion: the investigation is still ongoing on this event. When the investigation is completed a follow up report will be sent to the FDA.

Manufacturer narrative:
(B)(4). Based on the provided information site there is no indication of a malfunction of the mr system or coil involved.no definite cause for the injury on the belly of the patient could be determined.the torso xl that was used for this examination consists of two parts, one element is placed posterior to the patient and one on top (anterior) of the patient.the cables of the two coil elements exit on the side. Therefore it can be concluded that there was no cable of the coil in the vicinity of the belly button.the coil element itself is separated from the patient by a coil cushion.contributing factors to the injury are the used scan protocols with several scans on high sar and an applied sed of 4836 j/kg and the medical condition of the patient

Event description:
A female pt was positioned feet first supine, with the torso xl coil around the belly for an examination of the cervix. After the examination a blister of 2 cm in diameter was observed around the belly button.